Manufacturer narrative:
No device was available for investigation.

Event description:
It was reported when trying to get piv access on new admission two jelco 24g piv catheters malfunctioned: the first had the catheter over the needle and could not puncture the skin.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06404. The report was submitted in error., corrected data: corrected information provided in h10.